Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was presumed that the forceps elevator had foreign material because reprocessing process at facility was differed from IFU recommendation. It was presumed that inside of light guide lens was dirty due to following cause. - physical stress made the gap of light guide lens glue, and dirt entered from there. - humidity invaded on the subject device from the gap, which made internal components inside the light guide lens corroded. Corrosion product was remained as dirt.

Manufacturer narrative:
Local service department checked the subject device and found the phenomena.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that inside of light guide lens was dirty and forceps elevator had foreign material due to insufficient cleaning. There was no report of patient injury associated with the event.